Event description:
A customer reported that a system message displayed and abnormal system shutdown occurred during a cataract with iol (intraocular lens) implant procedure. They could not reboot the system and the system was exchanged. The case was able to be completed following a 10 minutes delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to reproduce the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).